Event description:
This rv lead was implanted on (B)(6) 2008. A call to technical services on 8/15/11 states that the lead had noncapture - rep was alerted late friday of the noncapture. Brought in patient and under flouro showed that lead pulled back dramatically. Md decided to extract lead. Extracted lead today and replaced with a new lead. The physician was dr. Shaver. Rep doesn't know of any patient symptoms due to the noncapture. Patient has good underlying rhythm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)